Event description:
Physician reported implant deflation. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, was received on april 03, 2025, with lot number 3505151. Based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear) opening. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid leak / blood leak (deflation). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Physician reported implant deflation. Device remains implanted and is due to be explanted. This relates to the left side.